Event description:
A customer observed condition codes and negatively biased tsh qc results on the vitros eci system. No pt results were reported. There was no report of pt harm as a result of this event.